Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parents reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose value was 285mg/dl at the time of incident. The troubleshooting was done and customer able to rewind the pump but insulin pump error alarm again occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump error not found during testing. (B)(4).